Event description:
Add'l info received from MFR 4/2/03: the product has not been returned therefore no failure analysis has been performed. A request was made of the customer to return the product.

Event description:
During cataract surgery the surgeon noted tiny metal flecks in the pt's eye that were not present at the start of the procedure. The surgeon removed all of the metal flecks.